Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 19-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Database and identified as complaint comp (B)(4). This information is submitted in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. The device history record for the reported lot number, 30270014, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 17-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Database and identified as complaint comp (B)(4). This information is submitted in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the inner stop plate came apart from the tube, and remained in the patient¿s stomach, when pulling to get it out. There was no reported injury. Additional information received 30-sep-2024 notes the clinician used a measuring stick to "push" the stop plate and let it pass with the stool. The patient was feeling well at the time and was "informed of the incident and that the stop plate was expected to come out "the natural way", as well as to be vigilant for any abdominal pain." The product was in use for five months.

Manufacturer narrative:
The device was received without the original packaging. When the reported device was received in the lab, there was only tubing received. The tube has bending marks at the area where the tube fixation device was supposed to locate. The tube fixation device was not returned with the tube. The area where the bumper was supposed to attached was also missing of bumper. When viewed under magnification (20x), jagged edges were observed. Ther device was received without a pinch clamp nor a y-adaptor. Overall length of the returned tube was approximately 12 inches. Root cause could not be determined. All information reasonably known as of 25-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Database and identified as complaint (B)(4). This information is submitted in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.